Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at an outpatient care facility. The customer was hospitalized on (B)(6) 2017. The cause of death was blocked colon due to diabetes. The customer had diabetes complications, heart disease and had cardiac arrest. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure whether the customer used sensor or not. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump was received with no battery installed. The pump passed the delivery accuracy test. The pump had a cracked case at the display window corner, a cracked reservoir tube lip and cracked battery tube threads. Data analysis: the download history file shows data from (B)(6) 2016. There is no data listed for the date of (B)(6) 2017 due to pump received without a battery installed.